Event description:
It was reported that during implant, the delivery catheter ruptured in a radial shape during slitting. Examining the tool afterwards, several similar notches were visible. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The analyst noted the catheter was damaged during use.